Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose of 600 mg/dl and that the infusion sets are not working. Customer indicated that they used a new infusion set and everything worked fine. Customer mentioned that they were hospitalized in (B)(6) 2016 for diabetic ketoacidosis but was not pump related. Customer was advised to monitor their high blood glucose and call back if further assistance is needed. Customer declined high blood glucose troubleshooting.